Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hmh2s-aux 5 drawer was stuck shut, and when attempting to recover it, the drawer clicked a few times but did not open, gently pushing and pulling on it during the clicking did not work, and restarting the machine also did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening and was stuck. A field service engineer cleared the jammed drawer and tested it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.